Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Concomitant medical products: UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty and difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A general comment was reported regarding the armada 35 balloon catheter and its performance during deflation times. The balloons do not always completely deflate and reintroduction of the used balloon catheter into the 5fr sheath is not possible. There were no adverse patient effects and no clinically significant delay in the procedures. No additional information was provided.